Event description:
Reporter alleged blood glucose measured 56 mg/dl performed back to back with a result of 150 mg/dl within 3 minutes of each other. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.